Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up identified that the patient underwent surgical intervention wherein the ipg was explanted and replaced, restoring therapy post-operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg is flipping around in their pocket. The patient stated that this does not cause them any discomfort. However, surgical intervention is planned to address this issue.